Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor leaked during filling. The device was being filled using a syringe of 51ml fluorouracil. The reporter stated that upon closer inspection, the fill port was noted to be cracked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 19, 2015 to august 20, 2015. The device was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed a single crack line located directly on the fill port. The reported condition was verified. The direct cause of the reported issue could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.